Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 25mm 3300tfxj aortic valve was explanted after a duration of approximately four (4) years and five (5) months due to unknown reason. A 25mm 11500aj aortic valve was implanted in replacement. No information about device return at this moment. File will be updated.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.